Manufacturer narrative:
(B)(4). The literature article was found during a recent post-market surveillance review (pms) of this device. The citation is as follow: ¿stent-assisted coiling of cerebral aneurysms: a single-center clinical and angiographic analysis¿ wang j, vargas j, spiotta a, et al. J neurointervent surg 2017; 0: 1-6. Doi: 10. 1136/neurointsurg-2017-013272. Due to the nature of the complaint, the devices were not returned for analyses. This is one of 10 patient events involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2018-00553, 1226348-2018-00602, 1226348-2018-00603, 1226348-2018-00554, 1226348-2018-00598, 1226348-2018-00599, 1226348-2018-00600, 1226348-2018-00601, 1226348-2018-00555, and 1226348-2018-00597. [Complaint conclusion]: the event was captured in the literature publication ¿stent-assisted coiling of cerebral aneurysms: a single-center clinical and angiographic analysis¿ wang j, vargas j, spiotta a, et al. J neurointervent surg 2017; 0: 1-6. Doi: 10. 1136/neurointsurg-2017-013272. The purpose of the study was to retrospectively compare the clinical and angiographic outcomes of two hundred forty-three cerebral aneurysms from 229 patients treated with stent-assisted endovascular coiling between march 2009 and february 2016, using three types of self-expanding nitinol stents neuroform (neu; stryker), enterprise (ep, codman & shurtleff), and low-profile visualized intraluminal support (lvis/lvis jr; microvention). Aneurysm sizes were classified as small (= 5 mm), medium (> 5 to < 15 mm), large (= 15 to < 25 mm), and giant aneurysms (= 25 mm). An aneurysm was considered to have a wide neck if the neck size was > 4 mm and/or if the dome-to-neck ratio was < 2. The patient in questionnaire #2, a (B)(6) -year-old female suffered a stroke on (B)(6) 2009, the event was classified as moderate in severity but did not result in any extended hospitalization or additional intervention. The patient had undergone stent-assisted endovascular coiling where an enterprise stent (enf452212 / 13471308) was implanted. Per the physician, the stroke event was possibly device-related, possibly procedure-related, and due to the patient condition. The event was classified as moderate in it was reported that the patient had improved outcome. Originally, there were four patients who experienced a stroke at the mean angiographic follow-up of approximately 15.9 months for the ep group. However, according to the additional information received, one of the stroke events was reclassified by the reviewing physician as thrombosis. This finding has recently been attributed to poor wall apposition related to device design and deployment technique. In this study, 35 of the 61 aneurysms (57.4%) achieved initial complete occlusion (rrgs I). Dsa follow-up of 48 aneurysms showed rrgs I in 35 (72.9%) in the ep group. The study data suggest progressively favorable occlusion rates after stent-assisted coiling with the ep stent despite only 10% metal surface coverage. There were 7/48 (14.6%) recurrence aneurysms in the ep group, which was higher than in other groups, but this observation may be related to the higher initial rrgs iii in the ep group. Some limitations of the study were as following: first, the study did not take into consideration the effect of coil packing density which may contribute to the rates of aneurysm occlusion and recurrence. Second, because thrombotic events were the major intra-procedural complication, platelet function tests or thrombocyte inhibition levels should be used to adjust the protocol of antiplatelet therapy. Platelet function studies were not part of the clinical practice during the period of this study. The study concluded that all three types of stent were safe, feasible, effective, and reliable options for stent-assisted coiling of wide-necked or complex intracranial aneurysms. No further information was provided. Stroke is a known potential complication associated with the enterprise stent and cerebral stenting procedures. The enterprise vrd is intended for use with embolic coils for the treatment of wide-neck, intracranial, saccular or fusiform aneurysms arising from a parent vessel with a diameter of greater than or equal to 2.5mm and greater than or equal to 4mm. Wide neck is defined as having a neck width of greater than or equal to 4mm or a dome-to-neck ration <2. It is also generally contraindicated in patients in whom the angiography demonstrates anatomy is not appropriate for endovascular treatment due to severe intracranial vessel tortuosity. Based on the limited information available for review, the root cause of the event could not be conclusively determined; multiple factors may have contributed to the stroke, including thrombosis/occlusion of the stent or vascular issues such as stenosis or vasospasm. Stent thrombosis/occlusion may be associated with patient compliance with the anti-platelet regimen or coil compaction that would have allowed thrombus to form in the aneurysm. Platelet function studies were not part of the clinical practice during the period of the study. The study concluded that platelet function tests or thrombocyte inhibition levels should be used to adjust the protocol of antiplatelet therapy. Although based on the available information, no definitive conclusion can be made, patient, procedural, and pharmacological factors may have contributed. The stroke is life-threatening and resulted in moderate impairment of a body function or damage to a body structure and the relationship of the event to the device or procedure cannot be excluded. Thus, the event meets the criteria for MDR reporting as a serious injury. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The event was captured in the literature publication ¿stent-assisted coiling of cerebral aneurysms: a single-center clinical and angiographic analysis¿ wang j, vargas j, spiotta a, et al. J neurointervent surg 2017; 0: 1-6. Doi: 10. 1136/neurointsurg-2017-013272. The purpose of the study was to retrospectively compare the clinical and angiographic outcomes of two hundred forty-three cerebral aneurysms from 229 patients treated with stent-assisted endovascular coiling between march 2009 and february 2016, using three types of self-expanding nitinol stents neuroform (neu; stryker), enterprise (ep, codman & shurtleff), and low-profile visualized intraluminal support (lvis/lvis jr; microvention). Aneurysm sizes were classified as small (= 5 mm), medium (> 5 to < 15 mm), large (= 15 to < 25 mm), and giant aneurysms (= 25 mm). An aneurysm was considered to have a wide neck if the neck size was > 4 mm and/or if the dome-to-neck ratio was < 2. The patient in questionnaire #2, a (B)(6) -year-old female suffered a stroke on (B)(6) 2009, the event was classified as moderate in severity but did not result in any extended hospitalization or additional intervention. The patient had undergone stent-assisted endovascular coiling where an enterprise stent (enf452212 / 13471308) was implanted. Per the physician, the stroke event was possibly device-related, possibly procedure-related, and due to the patient condition. The event was classified as moderate in it was reported that the patient had improved outcome.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The enterprise stent remained implanted and is thus not available to be returned for evaluation. The device history record (DHR) for lot 13471308 was reviewed. The DHR indicated that the product underwent final inspection testing and was determined to be acceptable. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.